Manufacturer narrative:
Per (B)(4) - final report. Photographs of the parts explanted and x-rays have been communicated by the reporter in order to progress with this investigation. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. Based on the investigation, the surgeon was tossing up between a stem size 3 or size 4. Knowing that the stem lateralized with collar option was not available at the time. As a consequence, the root cause was due to an undersized stem with no collar. The investigation of this event is now complete, and this case is considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision after approximatively 22 months due to subsidence.

Manufacturer narrative:
(B)(4) - initial report. No additional information requested as no further information available. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision after approximatively 22 months due to susbidence.